Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in a used condition. There was a small crack at the right front. During functional testing, the motor rate error appeared after occlusion alarm. The root cause reported issue was found to be normal wear. The worm coupling was in poor condition with a cracked plastic part. The faulty motor was replaced. All functional and electrical safety tests passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.